Manufacturer narrative:
The investigation for the returned controller is in process. The ent plasma wand, (B)(4), used in the same procedure is reported under MFR 2951580-2011-00086.

Event description:
The patient underwent a tonsillectomy and adenoidectomy procedure using an evac 70 xtra wand and a coblator ii system. During the procedure, the patient sustained a burn to the inner left corner of his mouth. The burn was approximately 1/2 inch in length. According to the patient's medical records, the physician did not classify the burn sustained. The burn was treated with a lidocaine injection and over-the-counter topical ointment. No further patient complications were reported as a result of this event.